Event description:
It was reported that during follow-up, post-sense t-wave oversensing was observed. Patient was asymptomatic. Lead will be monitored pending further evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.